Event description:
Healthcare professional (hcp) reported that a patient[ injected in the chin with juvéderm® volux¿ and 2 months later, "presented with intense acne near the site and started etip or perhaps had an infectious focus due to contiguity with acne." Treatment included a cycle of meciclin and there was an improvement in the acne, but little improvement in the edema. Used pred 0.5-0.7 mg/kg and full dose loratadine and there was partial improvement with recurrence when stopping the drugs, ¿soaked¿ the whole area, but the reaction remained. Symptoms ongoing/unresolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. This is a known potential adverse event addressed in the product labeling.